Event description:
It was reported that patient had a painful hip and pseudo tumor and was revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade tmzf stem an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is 71 inches in height. A revision surgery occurred on (B)(6) 2013 due to a painful hip and an alleged pseudo tumor. The patient was reported to be (B)(6) at the time of the revision surgery. No additional patient medical records were provided for review. The exact cause of the event could not be determined due to limited information provided. Additional information such as the reported device and/or patient medical records would be required to further investigate this event.

Event description:
It was reported that patient had a painful hip and pseudo tumor and was revised.